Manufacturer narrative:
H10 h6 the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A clinical review states the data presented in this article reported, one patient had life-threatening epistaxis. The patient required embolization and young's procedure. Per the complaint, no further information is available for this literature case. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the physician referenced in the abstract provided an analysis of all the attached images. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference case (B)(4). Article: joshi, h., woodworth, b. A., & carney, a. S. (2011). Coblation for epistaxis management in patients with hereditary haemorrhagic telangiectasia: a multicentre case series. The journal of laryngology & otology, 125(11), 1176-1180.

Event description:
It was reported that on literature review coblation for epistaxis management in patients with hereditary haemorrhagic telangiectasia: a multicentre case series.¿, after surgery with coblation procise ez view sinus wand, one patient had life-threatening epistaxis. The patient required embolization and young's procedure. No further information is available.